Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported they were not sure their device was working properly, they said they had been having issues and sometimes they felt like on the front of their right leg it felt like something was buzzing and then sometimes their buttock would feel like it was kind of throbbing or contracting, a pulsing feeling regularly. They then said that sometimes they were having issues reaching the bathroom in time. They said it would be like they could not make it and sometimes they would have some smearing. They also said they were going through a lot of stress at the time of the report and they thought it may have to do with the stress. They were able to sync using their patient programmer on the call and it showed stimulation was on. It was noted the patient was not feeling stimulation in the bike seat area. They were redirected to their healthcare provider. No further complications were reported or anticipated.